Manufacturer narrative:
The product was returned to vsi on 03/17/2020. Considering the recent events pertaining to covid-19, product inspection is paused and will not be evaluated at this time. The manufacturing record review was completed and no related nonconformances were found, supporting the device met material, assembly and performance. Specifications. A follow-up report will be submitted when product return investigation is completed.

Event description:
It was reported that the tip of the turnpike spiral broke off during a peripheral case. The turnpike spiral was being used in a cto lesion in a tortuous 4.0 mm posterior tibial artery, however further blood flow was unsuccessful. The physician attempted to balloon the vessel but, was unsuccessful. Once the turnpike spiral was stuck, an attempt to balloon over the broken portion was unsuccessful. Later during attempt,a guidewire had also fractured off inside the sheath but was able to be retrieved. No further complications were reported.

Manufacturer narrative:
A supplemental investigation was completed (B)(6) 2020 inspecting the product, tip damage was confirmed. It was reported that a very small portion of the tip was missing, and remains in patient. Small delamination of the polymer at the tip was noted. Measurements were taken for the turnpike spiral catheter and found to be within specification. As per IFU: do not rotate the catheter more than two (2) consecutive 360°rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury. Based on the information and supplemental investigation, the most likely root cause is operational context.